Manufacturer narrative:
On 09/04/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: replacement surgery. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a breast augmentation revision with mentor memoryshape breast implant 440cc gel breast prostheses when the left breast prosthesis ruptured after implantation. The rupture was discovered during a replacement surgery on (B)(6) 2019. In addition, the patient had developed bilateral breast ptosis as well as bilateral disrupted inframammary folds with double bubble deformity. The patient had the explanted devices replaced with allergan natrelle inspira breast prostheses. This medwatch report is for the right breast prosthesis.